Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stent movement resulting in stent being implanted in an unintended site. Device issue: difficult to deploy. It was reported that physician did not predilate the lesion and went to direct stent in the proximal right coronary artery (rca) and then the stent seeded and went about 5 mm out of the target lesion and into the aorta. The procedure was completed by leaving the stent where it was and post dilating with another balloon. The patient is fine and procedure was completed successfully. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as distributor distributes promus in the us as its brand label of abbott vascular's drug eluting stent.